Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and the guidewire of the agilis nxt introducer appeared to be in the pericardium. The tacticath quartz ablation catheter was placed in what was through to be the left superior pulmonary vein while geometry of the left atrium was collected using a reflexion spiral catheter. While removing the ablation catheter, it was noted the catheter was in the left atrial appendage. The patient then became hypotensive and developed ventricular tachycardia and ventricular fibrillation. An echocardiogram revealed a pericardial effusion and the patient did not stabilize after administration of vasopressors. The patient was placed on extracorporeal membrane oxygenation (ECMO) during surgical repair of a perforation in the left atrial appendage. The patient was then transferred to ICU still on ECMO but in stable condition. The patient was awake and intact with no apparent neurological issues or organ damage. There were no performance issues with any sjm device.